Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving stimulation in a unintended area. As a result, the patient's lead was explanted and replaced (with a different model). An sjm representative will meet with the patient for follow up programming at a later date.